Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s mother took the patient to the doctor because of redness and itchiness at the insertion area, and pus had developed under the sensor adhesive. An ultrasound was performed on the infected area, which had to be cut open to drain all the pus. He was prescribed clindamycin three times a day. At the time of the report the area was improved but still not completely healed. No additional patient or event information is available.